Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device not recognizing an open-door state. Service evaluation verified the device not recognizing an open-door state. The cause was identified to be a failed latch switch. The lower auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door state. There was no patient involvement. No additional information is available.